Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event. Display and upper case are broken. Lower case and ring cover are broken and contaminated. Battery release and battery release o-ring are contaminated. Both bail covers and ventricle output connector are broken. Lead flex cover and battery flex are corroded. One wrong case screw. Battery contacts are compressed and contaminated. Both bails are missing. The ring is bent. Battery drawer has tool marks. Encoder flex is out of mechanical specification.

Event description:
It was reported the display is cracked and the case is cracked. The device was returned for service. No patient involvement was reported.